Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the delivery of the delivery catheter system (dcs) in the common iliac artery, the patient's blood pressure dropped. An angiogram confirmed a perforation of the common iliac artery. It was reported that the patient had a tortuous anatomy, calcified, and aneurysmal which made passing the dcs through the area difficult. The bleeding was attempted to be controlled; however, was unsuccessful and the patient subsequently died. Additional information was received to report the perforation resulted in a significant drop in blood pressure. Despite the vascular surgeon's attempts to control the bleeding, the patient did not survive. It was noted the minimum diameter of the access vessel was 9.9mm. Per the physician, the dcs caused the perforation; the cause of death was due to a rupture of the common iliac artery/aorta while attempting to advance the dcs.

Manufacturer narrative:
Updated data: medtronic received vague information detailing an adverse event while using a medtronic device. That event was reported (2025587-2025-02257) with the limited information available at that time. Additional information was requested and when obtained, it was confirmed the event was a duplicate to this event which was previously reported. Let this regulatory report submit these events are one and the same. B2. An outcome attributed to adverse event was added b5. A second paragraph was added. H6. A patient code was added. Additional codes: annex f codes were added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve , during the delivery of the delivery catheter system (dcs) in the common iliac artery, the patient's blood pressure dropped. An angiogram confirmed a perforation of the common iliac artery. It was reported that the patient had a tortuous, calcified, and aneurysmal anatomy which made passing the dcs through the area difficult. The bleeding was attempted to be controlled however was unsuccessful and the patient subsequently died.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0011939304); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-34 (j111934); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.